Event description:
A portion of a damaged flexima biliary stent system was returned to boston scientific corporation, however the details of usage or an event are unknown. This has been deemed a reportable event based on the investigation results; guide catheter broken and stretched. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. A visual evaluation found that approximately 53.5 centimeters of a biliary stent system guide catheter was returned. The guide catheter had been jaggedly torn in two and only the proximal remnant of the guide catheter had been returned for evaluation. The remnant was also found to be stretched, accordion and kinked. It appears that during an attempt to deploy the stent from the delivery system that this remnant belonging to the catheter stretched and then tore apart. The most probable root cause is operational context. (B)(4).